Manufacturer narrative:
Medical device lot #: 7080881. Medical device expiration date: 08/31/2018. Device manufacture date: 03/21/2017. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for bd microtainer® tubes with k2e (k2edta) with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) had clotting.